Event description:
2003 - PICC inserted via right cubital vein using 5f dilator with seldinger technique. Indication: cmv retinitus which required a 2 week course of ganciclovir. Inserting. A month later - pain reported in right thigh; seven days later - pain settled. Swelling at vein at right tibial area observed. Seven days later - no pain present but bruising evident; - tenderness and pain present; nineteen days later pt arrived at clinic with a piece of wire which pt had removed from the medial aspect of right knee the day before. Relief of symptoms following removal. Confirmation on availability of piece of wire to follow. Dr confirms wire was not smooth like guidewire but rather he considers it might be from braiding inside the PICC. X-ray available which shows opaque material likely to be wire removed.